Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/18/2014 with the following findings: there was no activity related to the original complaint observed in the pump histories. There were multiple pump not primed warnings observed in the black box history. The rewind step was performed successfully; however, shortly after performing the prime step, the pump gave a ¿pump not primed warning¿. The force sensor calibration test verified that the sensor was detecting the correct force. The pump was opened and a dimple was found on the force sensor shim. There was no other damage found to the force sensor circuit and the resistance on the force sensor measured within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.